Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings:a review of the black box showed call service (B)(4) low battery warnings, and call service (B)(4) low battery alerts on the date of the complaint. The pump intermittently powered up with the returned battery cap, and test battery cap. The battery cap was unable to fully tighten to the pump. Moisture was found in the battery compartment. The current draws were within specifications. A leak was found in the battery compartment. The battery compartment was cracked in the thread area and below the grip pad. Evidence of moisture contamination was found in the pump on the power printed circuit board, and force sensor housing and components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was noted that there was moisture within the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.